Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. External visual inspection was performed and passed. A voltage test was performed and failed due to the unit having no voltage. The data file was reviewed and the reported customer complaint was confirmed. The probable cause could not be determined post investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter, receiver and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined.